Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect and low voltage alarms were able to be confirmed. Heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. The submitted controller event log file contained events from 02apr2024 at 23:42:48 ¿ 03apr2024 at 12:28:11. Atypical power cable disconnect and low voltage alarms were intermittently active on 02apr2024 at 23:42:48 ¿ 03apr2024 at 12:14:13. The alarms occurred on the white power cable while the controller was connected to battery power and the module power unit (mpu). The alarms cleared shortly after activating. No other notable events or alarms were captured. The system appeared to operate as intended. Multiple good faith effort attempts were made asking if the controller was exchanged and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms while the batteries still had full power and while on wall power. The batteries and battery clips were cleaned. The modular cable was rescue taped, and the other lines looked okay. There were no missing prongs in connections. Log files were submitted for review and captured odd voltages on the white power lead while on both mobile power unit (mpu) and battery power. It was recommended that a controller exchange may be warranted if the patient could tolerate a brief pump stop.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.